Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The specific root cause of the white fibrous material protruding from the air/water nozzle could not be determined at this time. The event can be prevented by following the instructions for use which state: the user can detect the suggested event properly by handling the device in accordance with the following IFU statement: operation manual - preparation and inspection: inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual - inspection of the endoscopic system: inspection of the air-feeding function, inspection of the objective lens cleaning function. The user can reduce and prevent occurrence of the suggested event by handling the device in accordance with the following IFU statement: reprocessing manual - preparing the equipment for reprocessing: all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories - clean the external surfaces thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, a white fibrous blockage was found protruding from the air/water nozzle. The material did not originate from the endoscope. In addition, service found the adhesive on the light guide lens was worn, the adhesive on the objective lens was worn, the coloring on the air/water cylinder was peeling off, angulation was out of specification, there was play on the angulation knob, and water flow did not meet specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during maintenance, the air/water was not working. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found protruding from the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.